Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08670 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the ss event date of 24-nov-2025 and customer's event date of 25-nov-2025, there were no unexpected alarm(s)/suspends recorded in the formatted history file. On the ss event date of 24-nov-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 205250 (20.525 u) and dailytotalofbolusinsulindelivered = 332500 (33.25 u) which is equal to the dailytotalofallinsulindelivered = 537750 (53.775 u). All bolus/basal were delivered in auto mode/manual mode. On the customer's event date of 25-nov-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 206500 (20.65 u) and dailytotalofbolusinsulindelivered = 316500 (31.65 u) which is equal to the dailytotalofallinsulindelivered = 523000 (52.3 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the ss event date of 24-nov-2025 and customer's event date of 25-nov-2025. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.56 mv). The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a scratched case and a broken belt clip rails. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for possible under delivery anomaly was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: as per latest information customer doesn't experience diabetic ketoacidosis as event does not meet criteria. Customer was admitted for less than 24 hours and treated with injections.

Event description:
It was reported to medtronic minimed that the customer reported the pump issue and not delivering insulin. The customer reported a current blood glucose value of 412 mg/dl. The customer experienced hyperglycemia and was treated with a manual injection/insulin pen. The customer experienced hyperglycemia, diabetic ketoacidosis and was admitted to the hospital. The symptoms customer reported at the time of hospitalization event were confusion, and feeling sick/unwell. The event involved product(s) unomedical, mmt-332a, and mmt-1880l. Troubleshooting was performed for the high blood glucose. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was not active at the time of the event. No further patient complications were reported. No product return is required for unomedical, and mmt-332a. The customer was instructed to discontinue device use and revert to the backup plan with the health care professional's instructions. Mmt-1880l was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.